Event description:
The pt was implanted with a left ventricular assist device approx 11 months ago. The pt was at home and when connected to a power base unit (pbu), he received red heart alarms. The pt went to the hospital and the alarm occurred again when connected to a pbu. No alarm occurred when the pt was supported by batteries. The system controller was replaced, but this did not resolve the alarm. The pt was then switched to a different pbu and pbu cable and there was still no change. An x-ray was taken of the percutaneous lead for potential damage. The MFR reviewed the x-ray and a temporary fix was performed in order to stabilize the area in which a small cut was observed. The hospital was made aware that a pump replacement was recommended; however, the hospital decided to have the pt placed on the urgent transplant list.

Manufacturer narrative:
The pt remains on lvad support with this device and has been placed on the urgent transplant list. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.